Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possible inappropriate high voltage therapy and anti-tachycardia pacing (atp) for suspected atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The cardiac resynchronization therapy defibrillator (crt-d) remains in use.   It was also reported right atrial (ra) lead potential under sensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (af) event(s) at times.  The ra lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5.desc evt problem, h6. Ime/annex e) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient encountered weakness, general discomfort. It was also reported that the patient received possible inappropriate high voltage therapy and anti-tachycardia pacing (atp) for suspected atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The cardiac resynchronization therapy defibrillator (crt-d) remains in use.   The right atrial (ra) lead exhibited potential under sensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (af) event(s) at times.  The ra lead remains in use.  No further patient complications have been reported as a result of this event.